Event description:
On (B)(6) 2012, a neurotherm employee received a call from a facility stating that a patient had been burned at the location of the grounding pad. The facility sent a picture that shows redness at the four corners of the grounding pad. At least one of the corners contains a blister. The pad was disposed after treatment.